Manufacturer narrative:
The patient states a non boston scientific pacing system replaced this system that was taken out of service.

Event description:
Boston scientific received information that this patient reported their pacing system was removed from service recently following the implant procedure in 2006. The reason for the extraction was due to vegitation growth on the leads. This is the first time boston scientific was aware of this information.